Manufacturer narrative:
Unit had blank flashing white lcd due to cracked lcd glass at chip ledge. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensortest and displacement test due to blank flashing white lcd. Unit had minor scratched display window, scratched case, broken belt clip rail with customer applying adhesive to the belt clip rail area and a pillowing keypad overlay.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 221 mg/dl. Blood glucose level at the time of the call was 182 mg/dl. The customer was not wearing the insulin pump at the time of the emergency room visit, but had been off for less than 48 hours. During troubleshooting, the caller stated that the display was white and the device was alarming. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.